Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If possible, please provide the lot number. Unknown. Are there photos of the untightened seal available for visual analysis? No. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. The product cannot be returned. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2024 and suture was used. The seal was found untight when opened to prepare for surgery. The customer suspected that the seal of the package isn't tight. There is no report on patient's injury. No additional information could be provided. The lot is unavailable. Additional information has been requested.